Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). The device history record (DHR) review cannot be performed because no product or serial number was available for investigation. No product sample was received; therefore, visual and functional testing could not be performed and root cause could not be determined.

Event description:
It was reported that the pumps suddenly broke down during the patient's radiation therapy. The batteries on the pump were replaced and the pumps worked again. The facility manager deemed the issue was due to radiation exposure of the device. No patient injury was reported.